Event description:
It was reported that device diagnostics resulted in high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient had undergone prophylactic generator replacement surgery; the lead was not explanted at this time. The implant card also noted that the lead impedance was greater than 10,000 ohms with the patient's new generator. Follow up with the surgeon's office indicated that there was no noted impedance test in the pre-operative clinic notes. The patient's neurologist was then contacted and indicated that the generator replacement did not resolve the high impedance. No other information has been received to date.

Event description:
Programming history data was reviewed and found that high impedance was observed from the date of implant on (B)(6) 2016 for the patient's model 106 generator. Programming history was also reviewed for the patient's previous model 102 device and found high impedance observed from the date of implant on (B)(6) 2012. Subsequent system diagnostics performed on this device all show high impedance, indicating that the impedance issue likely did not resolve, even after battery replacement. Programming history data was then reviewed for the patient's first implant. Programming data was available from the date of implant on (B)(6) 2008 until the date of explant on (B)(6) 2012. Diagnostics for this device showed that high impedance was first observed on the date of explant on (B)(6) 2012. It is noted that the lead was implanted in 2008 and was never explanted. No further relevant information has been received to date.